Event description:
According to the initial information received, an atrial septal defect was attempted to be closed using a 12mm amplatzer septal occluder (aso) and a 7f amplatzer torqvue 45º delivery system (dtv45). The 12mm aso was attempted to be retrieved as it was determined to be too large; however, the dtv45 sheath tip folded inward and the aso was unable to be pulled into the sheath. The delivery system was exchanged for another 7f dtv45 before the 12mm aso could be removed.

Manufacturer narrative:
The 7f dtv45 sheath and 12mm aso were returned to aga medical and decontaminated. The sheath was examined and the sheath tip was found to be kinked. The cause of the damage could not be conclusively determined. The aso was measured and the size was confirmed to meet dimensional specifications. The aso was examined microscopically and no defects were observed. The returned 12mm aso was loaded into a test loader, advanced into the returned sheath, deployed, and recaptured without issue, however, the sheath tip inverted upon recapture. During manufacturing, this device and delivery system lot underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of the integrity of the sheath. A review of manufacturing documentation confirmed this device and delivery system lot successfully completed these tests. Our product analysis was unable to reproduce or confirm the performance described in the field. The cause of the damage could not be conclusively determined; however, the damage is consistent with high forces during device recapture. Our investigation confirmed the device and delivery system met manufacturing specifications prior to shipment and upon return to aga medical. Aga medical provides and recommends using an amplatzer exchange system if a delivery system needs to be upsized or becomes damaged.